Manufacturer narrative:
The fse evaluated the device. The reported problem was confirmed. The auto-test did not pass. There was no repair done as the device is end of support and parts are not available. The root cause could not be determined. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end-of-life terms and the device remains at the customer site. It has been concluded that no further action is required at this time.

Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator/monitor indicating the pacemaker does not defibrillate. The issue was initially reported during patient use and was considered as a serious injury. Additional details received via good faith effort clarified the issue occurred during testing with no patient involvement. This report has been updated to product problem.

Event description:
Correction: description changed from "pacemaker does not defibrillate" to "pacemaker autotest failed." Philips received a complaint on the heartstart xl defibrillator/monitor indicating the pacemaker autotest failed. The issue occurred during testing with no patient involvement.

Manufacturer narrative:
The fse evaluated the device. The reported problem was confirmed. The auto-test did not pass. There was no repair done as the device is end of support and parts are not available. The root cause could not be determined. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monito indicating the pacemaker does not defibrillate. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.